Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, overlay scratched, broken reservoir tube lip, damaged display window cover, faded serial number label, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 12.2 mmol/ l at the time of the incident. It was reported that pump was damaged, and top of res compartment. It was reported that the reservoir lock detached. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.